Event description:
During the procedure, after the physician injected 5cc of embopheres (embolic agent), a leak was noticed proximal of the catheter's tip. No pt injury reported.

Manufacturer narrative:
The catheter has been evaluated, and it was confirmed that there was a leak at 47cm from the catheter's tip when it was pressurized with water. Catheter leaked.